Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a drainage procedure in the bile duct, performed on (B)(6) 2010. According to the complainant, after deploying approximately one-third of the stent, the physician attempted unsuccessfully to reconstrain the stent to adjust position. The inner catheter became detached from the device during the attempt to reconstrain. It was necessary to retrieve the fully deployed stent and the delivery system, utilizing a non-bsc snare. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
A visual examination of the returned device found that the stent had been deployed and was not returned. The outer sheath was accordioned. The proximal handle was crimped and had detached from the inner lumen. Detachment of the inner from the proximal handle indicates that the crimp which attaches the (B)(4) shaft (proximal handle) to the inner had failed. This is most likely due to excessive force used during deployment. The most probable root cause is operational context. A review of the device history record was performed; no anomalies were noted. A labeling review was performed and no anomaly was found.

Manufacturer narrative:
(B) (6). (B) (4) medical intervention required. Stent, inner shaft detached/separated. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx partially covered stent was used during a drainage procedure in the bile duct, performed on (B) (6) 2010. According to the complainant, after deploying approximately one-third of the stent, the physician attempted unsuccessfully to reconstrain the stent to adjust position. The inner catheter became detached from the device during the attempt to reconstrain. It was necessary to retrieve the fully deployed stent and the delivery system, utilizing a non-bsc snare. The procedure was completed with another of the same device. The patient's condition at the conclusion of the procedure was reported to be "good".